Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. (B)(4). No phone number provided. A gas delivery system (gds) assembly was returned for analysis. A visual inspection of the returned component was performed and found the data acquisition (da) board assembly and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gds assembly revealed no evidence of damage or contamination. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) in the air flow sensor board.

Event description:
It was reported that a gas delivery system (gds) assembly was returned for analysis and it failed oxygen flow accuracy. No patient involvement. Event date not specified; estimate used.